Event description:
It was reported by service report that the footrest is broken on labor and delivery bed. No adverse consequences have been reported.

Manufacturer narrative:
Calf support, spring pin.